Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the healthcare provider (hcp) called asking why the patient was referred to them and asked to contact the patient. The patient was called who had the "no device found" message. A "forced recharge" was performed and they were advised to wait for 10 mins to start charging normally or call back in case they still see the message. The patient has been notified that they should call back if their issue is not resolved permanently.

Manufacturer narrative:
G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no device response, therapy was off. The implanted neurostimulator (ins) was not responding. The patient was advised to call their hcp to check the system. The patient has been notified that they should call back if their issue is not resolved permanently.